Manufacturer narrative:
Evaluation of the device was not possible, as the device is not being returned. Review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time.

Manufacturer narrative:
(B)(4).

Event description:
During a rotator cuff repair procedure, it was reported that the anchor, broken, was taken out when the cuff was tied and a swivelock anchor was used. A healicoil was the medial anchor and the swivelock was the lateral anchor for a bridge technique; a crossfit was the backup anchor. The site was prepared using a burr with soft tissue. There was damage noted to the anchor, and it broke in the patient. The surgeon left it in the initial prep site because two anchors were used and one of them was removed but the other one was fixed. The device is an absorbent anchor. A new site was prepared to accommodate the back-up device. A fifteen to twenty minute delay was experienced and the patient is reported okay post-operatively.